Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted the right ventricle (rv) lead exhibited noise over-sensing. The noise was reproducible. The rv lead was explanted and replaced. The patient was in stable condition.